Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support and successfully reset the pump, resolving the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared.